Event description:
A malfunction occurred on the customer's pump, identified as malfunction code 16, with no notable events beforehand. There was no adverse impact on the customer's blood glucose level. Customer reverted to an alternate method of insulin therapy.